Manufacturer narrative:
(B)(4). The customer returned one unit 5-16037 et tube, sher-I-bronch, ls, 37 fr for investigation. The et tube was returned with its stylet out of its original packaging. Both swivel connectors and the y connector were returned in their original packaging. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears typical. Functional inspection was performed to attempt to inflate and deflate the balloon cuffs on the returned et tube. A lab inventory syringe was filled with air. First, the syringe was connected to the bronchial (blue) pilot balloon. Using hand pressure, air was injected through the valve. Upon injection of air, the balloon cuff and pilot balloon were able to properly inflate. Next, the tracheal (white) inflation line was tested. Upon injection of air, the balloon cuff was unable to inflate. The syringe was reconnected to the bronchial inflation line and the cuffs were able to properly deflate as well. Upon further inspection, the tracheal balloon cuff had a hole in the cuff which prevented it from inflating. No other defects or anomalies were observed. The IFU states, "the cuff inflation system (cuffs, pilot balloons, valves) should be checked by inflation and deflation prior to use. If cuff is damaged, the tube should not be used. Care should be taken to avoid damaging the cuffs during intubation. If any one of the cuffs is damaged, the tube should not be used." "Cuff pressure should be monitored routinely to assure that an adequate seal is maintained and that the cuffs have not become over-inflated." "Deflate all cuffs prior to repositioning the tube. Movement of the tube with cuffs inflated could result in patient injury or in damage to the cuffs, requiring a tube change. Verify the position of the tube after each repositioning." The reported complaint was confirmed based upon the sample received. The returned et tube was found to have a hole in the tracheal (white) balloon cuff which prevented it from being able to stay inflated. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Event description:
Reported issue: the doctor found cuff cannot be inflated before using it on the patient; it was changed to a new one. There was no impact on the patient.

Event description:
Reported issue: the doctor found cuff cannot be inflated before using it on the patient; it was changed to a new one. There was no impact on the patient.

Manufacturer narrative:
Qn#(B)(4). The actual sample was not returned; however, the customer provided a photograph for evaluation. A visual exam was performed on the photograph and the failure mode was unable to be confirmed. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.